Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery ((B)(6) 2015 salpingectomy (unilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received events "pelvic/ abdominal pain, gen. Abnormal bleeding, psych injury, vaginal infection" were added. Outcome of events "pain, bleeding, bladder/urinary" were updated as recovered. Lab data and reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/failure to occlude (close) fallopian tube') and pelvic pain ('physical pain / pain pelvic') in a 38-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("genital bleeding"), abdominal pain ("abdominal pain"), the second episode of vaginal infection ("bladder/urinary problems: vaginal infection"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy (unilateral)-left on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, the last episode of vaginal infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Plaintiff still have right coil inside that is causing her issues. Right side: 1 coil was visible. Left side: 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right occlusion only; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and bacterial vaginosis. Outcome of events bacterial vaginosis was updated as recovered. Updated event genital haemorrhage as non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/failure to occlude (close) fallopian tube') and pelvic pain ('physical pain / pain pelvic') in a 38-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("genital bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy (unilateral)-left on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, vaginal haemorrhage, menorrhagia and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Plaintiff still have right coil inside that is causing her issues. Right side: 1 coil was visible. Left side: 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right occlusion only; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered for abnormal bleeding, vaginal infection. Event:infection (bladder/ urinary tract/vaginal) type: vaginal clubbed with bladder/urinary problems: vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/failure to occlude (close) fallopian tube'), pelvic pain ('physical pain / pain pelvic') and genital haemorrhage ('genital bleeding') in a 38-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and the second episode of vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (salpingectomy (unilateral)-left on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and the last episode of vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Plaintiff still have right coil inside that is causing her issues. Right side: 1 coil was visible. Left side: 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right occlusion only; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location/failure to occlude (close) fallopian tube'), pelvic pain ('physical pain / pain pelvic') and genital haemorrhage ('genital bleeding') in a 38-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and the second episode of vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (salpingectomy (unilateral)-left on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and the last episode of vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Plaintiff still have right coil inside that is causing her issues. Right side: 1 coil was visible. Left side: 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right occlusion only; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received: events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migration of essure device were added. Lab data added. Patient demographics, reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.